Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015 the patient's transmitter was out of range. There was no report of injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter was not returned for evaluation. A different transmitter (part number stt-gl-003/serial number (B)(4)/lot number 5198362) was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction the reported event of an unrecoverable loss of antenna was not confirmed. A root cause could not be determined.